Event description:
A report was received stating that the anaesthesia breathing circuit were disconnecting, causing leaking. It is unknown if the leak was found prior to use or during use on a patient. Further information has been requested. No further information has been received at this time. No adverse effects to a patient have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.